Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage was confirmed. The customer provided a video of the affected sample; analysis of the video identified leakage from the lower smartsite® component. Visual inspection of the sample did not identify any product defects or manufacturing issues that could have caused or contributed to the customer¿s experience. Functional testing did not identify any leakage through the smartsite® components on the set. The root cause of the customer¿s experience was not identified.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.